Manufacturer narrative:
This account has three neptune rovers. The investigation is ongoing and additional info is being obtained from the account. This report will be updated when the investigation is completed.

Event description:
It was reported by a nurse that she was diagnosed with hearing loss and is indicating that the neptune 2 rover contributed to this. This event is still being investigated by the MFR.